Manufacturer narrative:
(B)(4) the device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the other number is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described. Stomatitis is a known complication of a peg tube placement. If tubing involved in this event was manufactured by abbvie, there are no anomalies with the abbvie peg tube that would contribute to the event reported. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 it was reported that the patient had pus like drainage and redness around the stoma. The patient was instructed to go to a local ER. The emergency room physician notified the patient he had the start of a minor infection and was prescribed keflex.